Manufacturer narrative:
Title: prophylactic sublay non-absorbable mesh positioning following midline laparotomy in a clean-contaminated field: randomized clinical trial (prometheus) source: bjs, 2021, 1¿6. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2015 to june 2018 outcomes in patients who underwent urgent midline laparotomy for clean-contaminated surgery with closure using a running suture versus closure with mesh was evaluated. There were 186 patients in the study, 92 in primary closure group and 94 in mesh-supported closure group. Postoperative complications included: subclinical wound seroma, infections which required intravenous antibiotics and removal of mesh. It was also noted that six patients developed an incisional hernia by 24 months; the hernia was clinically evident in three and diagnosed by ultrasound imaging in the remaining three. Patients also complained of mild postoperative pain after 3 months.